Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or for generator change out. No electrical anomalies were noted. The patient will continue to be monitored with routine follow-ups. The patient was stable post-procedure.